Event description:
A 30cc iab was inserted. Clinicians felt that iab was not completely inflating as they did not have any augmentation. Troubleshooting was done w/ iab but still no augmentation. After approx. 30 minutes, iabp was exchanged and there was no further difficulty. There were no associated patient complications.